Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025 the end-user¿s caregiver reported that the end-user experienced hypoglycemia with blood glucose (bg) levels of 55 mg/dl while on vacation. The end-user was treated with oral carbohydrates, transported to the hospital by ems, admitted, and later discharged on (B)(6) 2025 with no reported long-term effects.